Event description:
A report was received that the patient had difficulty charging and aligning with the ipg. X-ray was taken and showed that the ipg was not placed flat. The patient underwent a pocket revision procedure. The patient was doing well postoperatively and was able to charge.